Event description:
Complainant alleged that during biomed testing the device displayed a "defib fault 108" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow up report when the investigation is completed.